Event description:
While performing a right anterior cruciate ligament reconstruction, a 25mm portion of the implant broke while inserting. The procedure was completed and the tip of the implant was left inside the bone tunnel and the other piece was removed form the pt. This device is used for treatment.